Manufacturer narrative:
Complaint confirmed. Approx. 19 inches of the suture was returned. Visual evaluation revealed that the splice of the suture is frayed and damaged. Also, one end of the suture is frayed. The root cause is undetermined, however the most likely cause is prying and/or leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an aclr surgery while pulling on the device the loop broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.